Event description:
It was reported that the shock impedance was 120 ohms. During a procedure to replace a pulse generator for normal battery depletion, the electrode was attached to a new device. The impedance was 130 ohms. The doctor repositioned the electrode closer to the sternum and the impedance dropped to 75 ohms. The physician elected to replace the electrode with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was 120 ohms. During a procedure to replace a pulse generator for normal battery depletion, the electrode was attached to a new device. The impedance was 130 ohms. The doctor repositioned the electrode closer to the sternum and the impedance dropped to 75 ohms. The physician elected to replace the electrode with a new one. There were no additional adverse patient effects.